Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01748.

Event description:
Penumbra inc. Became aware on 2019-04-15 during its post-market surveillance activities, of a neuroradiology journal titled, "single-center using 3 max or 4 max reperfusion catheter for the treatment of acute ischemic stroke with distal arterial occlusions in patients not eligible for intravenous fibrinolysis" (romano et al. 2018). It was reported that 42 patients underwent a thrombectomy procedure using penumbra system reperfusion catheters. It was noted that haemorrhagic complications were observed in two procedures. There is no allegation within the article that a malfunction of the penumbra system occurred. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all adverse events within this literature source.